Event description:
Related manufacturer reference number: 2017865-2021-29533. It was reported that the patient went into asystole during an initial implant procedure. Using fluoroscopy, it was observed that the right ventricular (rv) lead was dislodged. The asystole was resolved by repositioning the rv lead. The physician had issues tightening the set screw and elected to use a new pacemaker. The patient was stable.